Event description:
A customer contacted baxter technical support to report a system error 2240 alarm (indicating air) while on the homechoice device during dwell 4 of 4. The caregiver stated the bag fell and became disconnected, the technical service representative explained the alarm and advised to discard the supplies and finish with a manual supplies. Product surveillance contacted the care giver (cg) regarding the reported event. The cg confirmed the supply bag fell causing the alarm. The cg stated the home patient (hp) shifted during therapy which may have moved the supply bag closer to the edge of the table it was on. The cg stated she discarded the sample and did not know the lot number. The cg explained they did not inform the nurse this took place, but stated they were scheduled to see the nurse that day. The cg was advised to inform the nurse this alarm took place, so she can review proper procedures with them. The cg explained they finished therapy with manuals and were able to resume therapy on the cycler the following day. Per the cg, there was no patient injury or medical intervention and stated the hp was doing well.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 4/4 was not confirmed due to a lack of sample; however, per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The cg confirmed the supply bag fell causing the alarm. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).